Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during an arthroscopy when the q-fix anchor was placed in the acetabulum and when the anchor inserter was withdrawn, the anchor came out and the inserter shaft had split in two parts. The procedure was completed with a backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided image(s) found a broken inserter shaft. There was a relationship found between the returned device and the reported incident. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A review of the instructions for use found the following statement: "do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result." A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: applying excessive force on the inserter during and after insertion. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a hip arthroscopy when the q-fix anchor was placed in the acetabulum and when the anchor inserter was withdrawn, the anchor came out and the inserter shaft had split in two parts, no pieces fell inside the patient. The procedure was completed with a backup device and no significant delay or further complications were reported.

Manufacturer narrative:
H10: b4: event description updated.